Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for six hours and upon removal the tampon fell apart and a piece of sharp plastic that was on the pledget scratched her vaginal cavity. She experienced bleeding, vaginal pain and cramping. She went to the ER and the doctor performed a vaginal exam. The ER doctor removed pieces of pledget and found two small lesions on the inside of her vaginal wall. She was prescribed an antibiotic as a preventive and motrin for the cramping. Her bleeding resolved but she was still experiencing cramping which was reduced with motrin.